Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. Inspection found that the lcd display was damaged and shattered by impact.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The damaged monitor was returned back to the manufacturer for analysis. Functional, visual, and performance testing were conducted. Testing confirmed the report of physical damage to the mvs monitor and that the lcd display had been shattered by impact. No further action needed.